Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 02- july- 2024 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the glucose readings from the replacement products.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 280 mg/dl am fasting obtained on (B)(6) 2024. The customer¿s expected am fasting blood glucose test result is 115 mg/dl and expected pm fasting blood glucose test result is 122 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 03/26/2025 and open vial date is one week ago. The meter memory was not reviewed for previous test result history.